Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) up to 559mg/dl with increased thirst and urination and severe headache. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. Reportedly, the rf communication between the pump and meter remote was lost during an attempted bolus delivery. The bolus was cancelled due to the issue and none of the programmed bolus was delivered. The patient reportedly did not attempt to re-deliver the bolus. Troubleshooting indicated that the pump and meter remote were within range, but that the user had not tried changing the channel to resolve the issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with user error of the one touch ping system.

Manufacturer narrative:
The device has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.